Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05535. It was reported that the leads and migrated and confirmed via-x-ray. Patient was experiencing ineffective therapy due to migration. As such surgical intervention is expected to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein both the leads were explanted and replaced with new leads. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.